Manufacturer narrative:
Discarded by the customer.

Event description:
The user facility reported that there was a fiber material in the nozzle during assembling the kit for a procedure. There was no delay, no medical intervention, and no adverse consequences.